Event description:
It was reported that when the patient first had the implant they were very happy with the results. About a week after implant the patient was sleeping and turned over and got a terrific pain that went up their rectum that woke them up. The patient spoke with their managing health care provider (hcp) about this about 10 days ago and they told the patient that their nerve endings were probably just irritated and did not do any diagnostics at that time. Since this event occurred the stimulation was painful unless the patient kept it turned down. The patient had to turn stimulation down so low that they lost therapeutic effect and had urinary leakage and the stimulation was in a different location than it previously was. The patient had already tried all programs with no success. Every time the patient asked for help their hcp directed them to contact their manufacturer representative and the manufacturer representative told the patient they could not answer medical questions. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had greater than eighty percent symptom reduction. The programmer issue was a one-time event that resolved. Therapy was the best thing the patient had ever done. The patient had recovered without permanent impairment and had successful relief of their urinary symptoms.

Event description:
It was reported the patient was still having concerns with their device or therapy, but had not sought further help. The patient had contacted their healthcare provider by telephone, but was sent to the hospital.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ka5j, implanted: (B)(6) 2014, product type: lead. (B)(4).